Event description:
It was reported that the device delivered a zero-point-three joule shock when the device was programmed to twenty-five and thirty-five joules "due to short circuit protection circuitry" built into the device. Also reported, that after each shock, the electrogram for the can-to-right ventricular coil "went flatline" for "about 2-3 seconds before the signal came back." Earlier in the evening, the patient presented to the emergency room after a syncopal episode and seizure. The family member stated the patient did not receive a shock "like in the past." Resuscitative efforts ensued and when paramedics arrived, found the patient in normal sinus rhythm. Interrogation of the device showed an episode of ventricular fibrillation (vf) at the "exact time" of the event, the device "appropriately detected, charged and fired six times???all unsuccessful" and the vf "spontaneously broke." The defibrillation lead in the system is a competitive product.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A chest x-ray was done and the patient was transferred via ambulance to another facility where the device was removed and replaced. No further patient complications were reported as a result of this event. Additional information: it was reported that there were no performance issues with the device; the device did not deliver therapy "due to low lead impedance."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A chest x-ray was done and the patient was transferred via ambulance to another facility where the device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A chest x-ray was done and the patient was transferred via ambulance to another facility where the device was removed and replaced. No further patient complications were reported as a result of this event. Additional information: it was reported that there were no performance issues with the device; the device did not deliver therapy "due to low lead impedance." Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.